Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The product support advised customer to replace the flow sensor. The customer called back and stated that replacing the flow sensor fixed the problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the air delivery/air flow accuracy test. The customer reported there was no patient involvement.